Manufacturer narrative:
The system was serviced in the field. The optical communication continued to move between localizer connected to disconnected status when powered on. Fault light on camera was triggered but would fluctuate on and off. Instruments would not track in any camera status. The sensor control unit (scu) and position sensor unit (psu) were replaced and the system was performing as intended. Codes are applicable to this analysis. The scu was returned and analyzed. The returned scu powered up on the test bench without issue and was found to be fully functional. A check of the event log showed an intermittent history of connection issues which usually indicates a failure of the psu. Codes are applicable. The psu was returned and analyzed. The returned psu powered up on the test bench without the amber fault light on. However, a check of the event log showed a long list of intermittent issues including illuminator, battery, sensor, and external voltage high/low dating back to (B)(6) 2020. Otherwise, the psu passed an accuracy test (aak) at .10 mm with a passing threshold of .35 mm. Codes are applicable to this analysis. Concomitant medical products: other relevant device(s) are: psu, 9733437, polaris spectra, lot number: p715031. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial biopsy procedure. It was reported that after swapping the non-sterile reference frame and passive planar for the sterile instruments, the sterile reference frame probe could not be tracked. The spheres on both were replaced for brand new ones and the tool cards were added properly but there was no resolution. The system was rebooted with no resolution. Localizer leds were as followed: first led was blinking green, the second led was solid green, and the fault light flickering amber approximately every 10 minutes. Cs switched system but there was issues transferring the patient archive where only the raw dicom would transfer, thus registration and plan had been lost. The case was restarted on the working system. There was a patient present and there was less than 1 hour delay to case.